Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to loss of correction, nonunion, and a broken screw. The site was revised with tmc hardware. . No other patient outcomes were reported as a result of this event. Additional information indicates the patient was early weight-bearing early weight-bearing at five days after surgery. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause could not be determined based on the available information and without return of the device. However, additional information indicates the patient was early weight-bearing at five days after surgery, which may have caused or contributed to what was reported. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00137, 3011623994-2024-00138

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to loss of correction, nonunion, and a broken screw.. No other patient outcomes were reported as a result of this event.